Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in an anastomotic shunt in the moderately tortuous and severely calcified left forearm vessel. After a 5f non-bsc introducer sheath was engaged to the lesion, a 035 guide wire was crossed then a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 10 atmospheres for 30 seconds. However, during the second inflation at 15 atmospheres for 60 seconds, the balloon ruptured. The device was removed smoothly and it was replaced with a same size non-bsc balloon catheter. The procedure was completed. No patient complications were reported.